Manufacturer narrative:
(B)(4).

Event description:
It was reported that stored egms exhibited atrial oversensing episodes. The physician discussed this with the patient and since the patient was asymptomatic it was decided to leave implanted.